Event description:
It was reported that a patient underwent an unknown mast tlif procedure. During the procedure, the retractor blade "collapsed without pressing the small unlock lever. Surgeon tried to re-open or expand the tubes few more times, but all attempts failed due to a faulty locking. Instead of a mast tlif, the surgeon was forced to convert it to an open (conventional) tlif. No further details are known at this time.

Manufacturer narrative:
Additional information: analysis of the returned device shows that it was not possible to replicate customer concern. Manual functional evaluation of the instrument found the locking tab engaging as intended. Unable to manually induce release/malfunction of the instrument. The instrument appears to be capable of performing its intended function.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.